Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). During clip deployment, when checking the gripper line removability, strong resistance was felt with the gripper line and the line could not be moved. As it was thought that the gripper line would be easier to remove after clip deployment and because the grasp was good, the clip was deployed. When the clip was released the gripper line removability stayed unchanged. Trouble shooting was performed, but the line remained immovable. The clip delivery system was carefully removed with the gripper line still attached to the clip. A biopsy catheter was advanced and both parts of the gripper line were cut close to the implanted clip. The clip remained secure on the leaflet and final mr was reduced to grade 1-2. There was no reported adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported foreign body in patient as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. It should be noted that the mitraclip nt instructions for use (IFU) warns, do not deflect the sleeve tip more than 90 degrees as device damage may occur. As it was reported that the clip delivery system (cds) was curved 100 to 110 degrees, this information suggests that the user error of curving the cds more than 90 degrees contributed to the reported inability to remove the gripper line and subsequent gripper line break. All available information was investigated and the reported inability to remove the gripper line and subsequent break appears to be related to the patient morphology/pathology and user error. The reported foreign body in patient appears to be a result of the inability removing the gripper line. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medwatch report, it was noted that the gripper line was difficult to remove and force was applied. The gripper line broke, with the remaining ends coming out of the gripper lever. No additional information was provided.